Event description:
It was reported that the right ventricular (rv) lead exhibited a down ward trend of pacing impedance measurement to low values. There was loss of sensing in bipolar configuration. The lead was capped and replaced. It was also reported that the pocket location was ulcerated at the lateral edge. The physician excised the ulceration. The implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-45 lead, implanted 2000-(B)(6). (B)(4)